Event description:
Caller alleged discrepant result with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; lab: 1.8; inratio: 2.2. Date: (B)(6) 2012; lab: 1.7; inratio: 2.2. Both comparisons were done within one hour.

Manufacturer narrative:
User reported pt was on lovenox therapy at the time of testing. Lovenox is a member of a class of anti-thrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." This constitutes off label use. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 282855. Test results as follows: donor: 216; inratio results: (3.8, 4.2, 4.1); reference: 3.74; bias threshold: (2.74 - 4.74); %cv: 5.16. Donor: 202; inratio results: (2.9, 2.9, 2.9); reference: 2.77; bias threshold: (1.77 - 3.77); %cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action ((B)(4)), no further action is required at this time. No corrective action required at this time as no product deficiency was established.